Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The catheter was returned, no defects were noted and it looks in good condition. The suture string was received cut and it was observed suture section inside the catheter and in the hub section.

Event description:
It was reported that the suture broke. The target lesion was located in the ascites. A flexima apdl was selected for use. During procedure, when pulling the thread to form a catheter distal pigtail outside the patient's body, it was noted that the thread was cut and all portions of the thread became detached from the patient. The thread was completely removed and the procedure was completed with another of the same device. No additional intervention was necessary and no patient complications were reported.

Event description:
It was reported that the suture broke. The target lesion was located in the ascites. A flexima apdl was selected for use. During procedure, when pulling the thread to form a catheter distal pigtail outside the patient's body, it was noted that the thread was cut and all portions of the thread became detached from the patient. The thread was completely removed and the procedure was completed with another of the same device. No additional intervention was necessary and no patient complications were reported.